Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the patient was an ami case. The procedure was to treat a lesion in the mid/proximal rca. After aspirating thrombus, the 3.5 x 18 mm vision was implanted directly, but a dissection was observed at the proximal end of the stent. A vision 4.0 x 18 was implanted to successfully treat the dissection, but another dissection had occurred proximally. The two stent delivery systems were used to treat the second dissection and for post-dilatation, and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results & conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be forseeable and clinically acceptable in view of patient benefit. Review of the devices manufacturing records showed that the lots met all manufacturing criteria. In this instance, a conclusive root cause for the reported patient effect and its relationship to the devices, if any, cannot be determined. The second multi-link rx vision coronary stent system, part number 1007843-18 j, lot number 7022631 is indicated in, and is being filed under the same manufacturing report number.